Event description:
Upon administration of a pneumovax-23 vaccine, per md's orders, the needle that was used (25g, 1") malfunctioned. Though the needle penetrated the pt's right deltoid, the entire dose of the medication leaked out through the hub.